Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic region/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Current weight (B)(6). Concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced mood swings ("extreme mood swings"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain,"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced rash ("rashes under both breasts"). The patient was treated with topiramate (topamax) and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and fatigue was resolving and the menorrhagia, vaginal haemorrhage, weight increased, mood swings, rash, migraine, headache, allergy to metals, dyspareunia and vaginal discharge outcome was unknown. The reporter considered allergy to metals, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: pfs+mr received- new events abnormal bleeding (menorrhagia), rashes under both breasts, extreme mood swings, nickel allergy, dyspareunia (painful sexual intercourse), pelvic pain, vaginal discharge, fatigue, weight gain, migraines, headaches were added. Event injury updated to abnormal bleeding (vaginal). New reporter, patient information, medical history, lab data, treatment drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report